Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. Customer¿s blood glucose level 470 mg/dl. Customer reported that they doctor and they call back to set audio options and meter linked. The reported they get wizard settings and they will use manual bolus in the meantime. The insulin pump will not be returned for analysis.